Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
This is an international report where the spike of the transfer set was separated from a bag port during use. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.